Event description:
Implant failed due to pt health habit. Implant was removed after 11 mos.

Manufacturer narrative:
According to our investigation, there was no discrepancy on our prod. See scanned pages.